Event description:
Related manufacturer reference number: 1627487-2022-02949. Related manufacturer reference number: 1627487-2022-02950. It was reported the patients leads migrated. As a result, surgical intervention was undertaken wherein the leads were explanted.